Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received sensor glucose value not available and during troubleshooting, a bent infusion set cannula was also reported. The customer also reported a low blood glucose level of 46mg/dl. The customer declined to troubleshoot for the low reading. The customer was assisted with troubleshooting for the sensor glucose value not available and bent infusion set cannula. The customer was successfully assisted with reconnecting sensor with the insulin pump and was advised to change infusion set. A sensor will be returned for analysis. The insulin pump will not be returned for analysis.